Manufacturer narrative:
A4 - weight:175 a4 - weight units (patient): not provided h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported that they had gone through about 3 set changes in which they replaced cassette, tubing and site due to having ongoing line blocks. The patient was primarily using his abdomen and his flank. They did not see any scar tissue on site areas and was using novolog insulin. The patient stated that in two out of the 3 infusion sites they changed, they noticed a bent cannula, he explained that they have little to no fat tissue. The patient replaced the set again and was able to confirm that there was no need for emergency service that time. The pss was to process return and replacement order for cassettes but the patient had no longer has the infusion sites to return. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 62 years old non-hispanic/latino white male weighing 175. The event occurred while in use with patient.